Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1009983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1009983, test base part number 190-430 / lot 1009983. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009983 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided, however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
Reference reports: 1221359-2021-01284, 1221359-2021-01285, 1221359-2021-01286, 1221359-2021-01287, 1221359-2021-01288 and 1221359-2021-01290. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient (6) of (7). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested validated nasopharyngeal swab as recommended in the package insert. Repeat testing was not performed. Confirmation testing on nasopharyngeal swabs with pcr taqpath thermofisher generated negative results; CT values not provided. The customer stated that patient exhibited dizziness and imbalance. Additional patient information, including treatment and outcome, was not provided.